Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the scrub tech was attempting to screw on the finishing impactor tip and the tip broke in half."